Event description:
Patient had sleep apnea & the neurologist thinks vns is making it worse. The pulmonologist agreed as well. The neurologist plans to reduce frequency from 25hz. If this doesn¿t help, the off time will be increased. Patient is to follow up in 30 days or so to see if this helps. Diagnostics were performed and were normal.